Event description:
The customer reported that the ventilator failed 35 volt failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the open r25 on the mc pcba created the 111b error code.